Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer changed out the cartridge multiple times. Subsequently, the alarm cleared and insulin delivery was resumed. Customer's blood glucose was approximately 220 mg/dl.